Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 01 october 2020. Visual analysis of the photographs identified device with rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant has not been confirmed.

Event description:
Medical staff reported rupture, this relates to the left side. Device to be explanted.